Event description:
A general report was received of an undocumented number of undocumented incidents of tubing separations at the stopcock. There have been multiple unsuccessful attempts to obtain additional pt and event info from the customer. There have been no reports of any adverse pt effect.